Event description:
The customer reported that she activated the pod on (B)(6) 2012 at 8:42 am and her blood glucose was measuring at 121 mg/dl. Her blood glucose, insulin bolus, and carbohydrate intake history for the period she wore this device is as follows. By 6:30 pm, she decided to deactivate the pod where she noticed the cannula slightly kinked, midway between the tip of the cannula to the pod.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the kinked cannula or to determine whether it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."